Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7 xb evh system short port trocar valve stem, inflation valve, popped off. A replacement unit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).